Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on (B)(6) 2009 and performed to specification, alongside several manual power ups, up to (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed, an in range patient impedance was measured and on three separate occasions a shock was delivered. These occur on a bi-annual basis and may indicate the user was testing the device. The device records multiple manual power ups mainly of ten minutes duration between (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.